Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. It was noted that a physician had performed catheter dye study and found that there was a leak. The date the issue began was unknown. The company representative was not aware of any patient symptoms because of the issue. The company representative believed the dosing had to keep going up as after the new implant they cut the dosing by a third. It was unknown to the company representative if the dose had to be adjusted after implant. The patient¿s weight was unknown and regarding medial history, it was also noted that the patient had a stroke in the past and now had spasticity as well as associated pain since he has both an analgesic and baclofen in his pump. It was noted that the provided information was confirmed with the physician/account.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. Evaluation of the implantable catheter serial# (B)(4)revealed the following: the catheter was returned for analysis in three segments. The first segment included the sutureless connector (sc) assembly, the second segment included the proximal region of the catheter, and the third segment comprised the distal portion and included the anchor. All of the segments were found to be patent. Analysis identified a cored indent in the cup of the sc connector; however, the segment passed pressure leak testing in the lab. Analysis also identified an abrasion on the body of the proximal region, and identified hole in the body of the catheter, distal to the anchor, on the third catheter segment. Leaking was observed from the hole during pressure leak testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on may 12, 2017 regarding a patient receiving 600 mcg/ml of compounded baclofen at 93.9 mcg/day and 2.4 mg/ml of dilaudid at 0.3756 mg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 the healthcare provider had informed the representative a pump replacement had been scheduled. No further information was provided at that time. It was unknown when the issue began, and unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics, troubleshooting, actions, or interventions had been performed. The issue was not resolved at the time. Surgical interventions had been scheduled for (B)(6) 2017. Additional information was provided by the representative on may 15, 2017. It was reported the pump was being replaced, and the catheter was ¿bad.¿ however, the representative did not know specifically what was wrong. The doctor wanted to cut the dose by one third. Assistance was provided by technical services. The pump and catheter were returned to the manufacturer for analysis on may 23, 2017. No further complications were expected/anticipated. The patient¿s weight and medical history were unknown. It was also unknown what other medications were being taken by the patient at the time, and it was indicated the information would not be available to the manufacturer.